Event description:
It was reported that cadd cassette reservoir, the blue clip was found broken, during pre-test. No patient involvement reported.

Manufacturer narrative:
Please disregard the initial report submitted with the MFR 3012307300-2022-04357 the report was submitted in error.